Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision - right hip.reason(s) for revision: component loosening.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision - right hip; reason(s) for revision: component loosening. Update: corrected implant date, added acetabular cup product codes and unknown xl head and cross ref'd with first revision, information received (B)(4) 2012. This dint is for revision 2 of 2. For the first revision please see (B)(4). Implant date - (B)(6) 2005 (cup), (B)(6) 2010 (head and sleeve). (B)(4). Type of hip replacement product: asr xl. Update received: (B)(4) 2013 - added patient details: name and date of birth, added product: stem, amended implant dates, added surgeon: dr (B)(4). Cup implanted: (B)(6) 2005. Xl products implanted: (B)(6) 2005. This patient had resurfacing to xl procedure - see (B)(4) for the 1st revision of 2. Update received: (B)(4) 2014 - added further reasons for revision: metallosis: raised metal ion levels and pain, advised which component became loose: stem, cross referenced, added product type: asr xl and filled mapped to mw fields.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.